Manufacturer narrative:
The reported malfunction was observed during initial testing. However, after the device was disassembled to isolate root cause the reported problem could no longer be duplicated. The color lcd display cable was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.